Event description:
Locking caps were inserted with the countertorque and 10nm limiting handle, the rod was not locked per the report. Because 3 locking caps were noted as not completely seated, all three caps were replaced by two-step locking caps. This is the third of 8 reports submitted on this event.

Manufacturer narrative:
Subject device has been received and is currently in the eval process. Investigation is on going; no conclusion could be drawn.